Manufacturer narrative:
Citation: veulemans v, et al. Factors associated with a high or low implantation of self-expanding devices in tavr. Clin res cardiol. 2021 jun 24. Doi: 10.1007/s00392-021-01901-3. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of different pacing maneuvers on valve implantation depth during transcatheter aortic valve replacement (tavr) and the independent predictors of deep implantation depth. All data was retrospectively analyzed from a single center between 2015 and april 2020. The study population included 378 patients who underwent tavr with the medtronic evolut r (360) or evolut pro (18) valve systems (predominantly female, mean age 81.8 years). No unique device identifier numbers were provided. Among all patients, two deaths occurred within thirty days of tavr. The circumstances of the deaths were not disclosed, and no correlation was made between medtronic product and the deaths. Among all patients, intra-procedural adverse events included: immediate stroke; valve dislocation necessitating snaring of the dislocated valve and second valve implantation; need for cardiopulmonary resuscitation; vascular complications; mild to moderate paravalvular leak/aortic regurgitation; heart rhythm disturbances; and unspecified need to recapture the valve. Post-procedural adverse events included: new permanent pacemaker implantation; new atrioventricular block (first-, second-, or third-degree); new left or right bundle branch block; stroke; major vascular complications; and bleeding (disabling or major). No additional adverse patient effects or product performance issues were reported.